Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with heart pain. Upon examination, the right ventricular lead had perforated the patient. The patient underwent lead revision procedure to reposition the lead. The patient was stable after the procedure.